Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The sintered metal filter with o-ring, pipeline check valve with o-ring, and transducer, pipeline pressure was recommended for replacement.

Event description:
The hospital reported the unit had an error that results in a loss of ventilation. The patient was manually ventilated and case resumed. There was no report of patient injury.